Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migartion/expulsion') in an adult female patient who had essure (batch no. D14832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done" and device ineffective "device ieffective". In 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"), was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, metrorrhagia, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, weight decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2015 and 01-jan-2016.she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal, pain, back pain, menorrhagia, metrorrhagia, anemia, expulsion, psych injury, uti lot number: d14832, manufacturing date: 2014-10, expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/expulsion') in an adult female patient who had essure (batch no. D14832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done" and device ineffective "device ineffective". In 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"), was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, intermenstrual bleeding, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, weight decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2015 and (B)(6) 2016, (B)(6) 2016. She received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal, pain, back pain, menorrhagia, metrorrhagia, anemia, expulsion, psych injury, uti discrepancy noted in date of removal (B)(6) 2017, (B)(6) 2017. Right-2 coils. Left-1 coils. Lot number: d14832. Manufacturing date: 2014-10. Expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter's information added. Rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migartion/expulsion') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". In 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, metrorrhagia, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2015 and (B)(6) 2016. She received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal, pain, back pain, menorrhagia, metrorrhagia, anemia, expulsion, psych injury, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received, event injury was deleted. New events pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, menorrhagia, metrorrhagia, anemia, expulsion, psych injury, uti, fatigue, gi conditions, hormonal changes, nausea, weight loss, essure confirmation not done, device removal date were added. Patient's date of birth and reporter address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migartion/expulsion') in an adult female patient who had essure (batch no. D14832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done" and device ineffective "device ieffective". In 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"), was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, metrorrhagia, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, weight decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2015 and (B)(6) 2016.she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal, pain, back pain, menorrhagia, metrorrhagia, anemia, expulsion, psych injury, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received. Events pregnancy with contraceptive & device ineffective were added. Product, patient & reporter information updated. Seriousness criteria removed for menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..